Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
After this patient had a ascend flex reverse surgery, an infection was found in the affected area. The revision surgery was performed on (B)(6) 2020. All the implants were removed and a cement mold was newly replaced where the stem was, and the surgery was completed.